Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was not provided. Caller reported that the customer had difficulty breathing, tightness in the chest, and was vomiting. During troubleshooting, an issue with the infusion set was found. The customer was shipped a tubing clamp to complete troubleshooting. The insulin pump was not replaced or returned for analysis.